Event description:
It was reported that system failure message event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a crack on left plunger case. Customer?s reported issue was not duplicated during power-up process. Force sensor functions tested and functions were all in specs. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: recommend replacing force sensor and plunger cable for preventive measure. Performed power up process and all functional tests passed. A corrective and preventative action has been opened to address the reported issue.